Manufacturer narrative:
Event: unknown date in 2017. This report is for 6 unknown locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2017 due to secondary fracture and fracture displacement of a distal femur fracture. The original surgery occurred on (B)(6) 2017 and was an open reduction and internal fixation periprosthetic femur fracture. A total knee with a non-synthes implant was occurred on (B)(6) 2017, when a fracture of the femur bone occurred during the implant of the total knee device. This intraoperative fracture was repaired with one (1) 12 hole-broad plate, six (6) 0.5mm locking screws and one (1) 4.5 cortex screws. Post-operatively on an unknown date the patient fell and it was determined that the femur fracture had re-fractured and become displaced. All synthes hardware was intact and removed successfully. The non-synthes implant was not removed. The patient was revised to a periprosthetic plate, two (2) locking attachment plates, and an unknown number of screws. No surgical delay was reported for the revision. Patient status is unknown. Concomitant devices: non-synthes implant (part unknown, lot unknown, quantity 1). (B)(4).